Event description:
It was reported that during a scapholunate reconstruction procedure the 1.25 mm threaded guide wire broke as the surgeon was passing the 2.00 mm cannulated drill bit over it. The tip of the guide wire was left in the pt, and balance was discarded. Drill bit was also discarded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.